Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer in position 5 of the auxiliary in device was failed and will not open to allow recovery. A field service engineer (fse) found the left chassis rail had failed and required replacement. The fse powered down the pyxis, opened the back of the auxiliary, and removed half height drawer 5. Fse replaced the internal rail with the new one, reinstalled hh (half-height) drawer 5, and manually tested drawers 5.1 and 5.2; both opened and closed smoothly. Then powered the pyxis back on and confirmed the unit was functioning properly in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, half height cubie drawer in position 5 of the aux in device fmc-8w1 was found to have failed and would not open to allow recovery. The facility also stated that the entire drawer was pushed out farther than the other drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.